Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside the surgical environment the air dermatome was leaking at the coupling. There was no patient involvement. Due diligence is complete. No additional information available is indicated. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.